Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Cannot remove the tampon-vagina [foreign body in reproductive tract]. Cannot remove them properly, been trying and can't, retained- tampon [complication of device removal]. Case narrative: consumer reported via social media that she cannot remove her tampon. No serious injury reported.